Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips there is a red x in the ready for use indicator. There was no report of patient involvement.